Event description:
A customer reported that when they went to disconnect the texium closed system they were using to inject a pt's chemotherapy (adriamycin), there was a drop of medication on the blue part of the smartsite valve. The customer reported that there was no pt or user harm and no medical intervention was required. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned. Customer stated the set was discarded. The customer reported that during disconnection of the texium, a drop of chemo was observed on the blue piston of the smartsite valve, could not be confirmed. The root cause was not identified.